Event description:
Event description guidant received information that this implantable transvenous lead exhibited impedance of 2,200 ohms during a device changeout procedure. All other lead measurements were normal.